Event description:
It was reported that the lead dislodged during implant. The lead was not implanted and was replaced with an active fixation lead.

Manufacturer narrative:
Analysis was normal. No anomaly was found.